Manufacturer narrative:
Event date estimated. Ridouani, fourat, et al. Predictors of progression-free survival and local tumor control after percutaneous thermal ablation of oligometastatic breast cancer: retrospective study. Journal of vascular and interventional radiology, vol. 31, no. 8, aug. 2020, pp. 1201-1209, 10.1016/j.jvir.2020.02.016.

Event description:
It was reported via journal article that patient complications occurred. A retrospective study was performed to describe ablation of bone, liver, lung and soft tissue tumors from oligometastatic breast cancer and to define predictors of local progression and profession free survival. The use of iceforce and icepearl needles were referenced within the study. Pneumothorax, hematocrit drop, fluid collection, hemoptysis, and hemorrhage were noted to have occurred.